Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Customer¿s blood glucose (bg) level was high. Bg was corrected with a bolus via the insulin pump. The customer declined a pump replacement. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.